Manufacturer narrative:
(B)(4). The complainant indicated that the device is not available for return; therefore, a device analysis could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the rectum during an internal hemorrhoid ligation procedure performed on (B)(6), 2022. During the procedure, the band could not be deployed. The device was removed and the procedure was completed with another speedband superview super 7. It was noted that there was no difficulty experienced upon setting up the device there were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.